Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported that a contour ureteral stent was used stent placement procedure in the bladder and urethra. During procedure closure, it was noticed that there were orange pieces from the pusher. The procedure was successfully completed with this device. There were no patient complications reported.